Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information will be provided upon evaluation of the iabp.

Event description:
The customer reported that the power cord on the intra-aortic balloon pump (iabp) is stuck half way out and won't pull out far enough. This event occurred while the iabp was in use on a patient. No patient info has been made available, and no adverse event was reported.

Manufacturer narrative:
08/17/2017 09:04 am (gmt-4:00) added by (B)(6)(B)(6):a (B)(6) field service engineer (fse) evaluated the iabp and observed that the power cord was not retracting due to it being wrapped around the helium tank. The fse installed the cord back onto the retraction assembly. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer cleared for clinical use.

Event description:
The customer reported that the power cord on the intra-aortic balloon pump (iabp) is stuck half way out and won't pull out far enough. This event occurred while the iabp was in use on a patient. No patient info has been made available, and no adverse event was reported.